Event description:
Technician alleged that the left hand intermediate side rail would not latch. No pt impact.

Manufacturer narrative:
The technician cleaned the left hand intermediate side rail spring latch assembly to resolve the issue.